Event description:
Customer states that pump will not turn on and smells like its burning when plugged in.

Manufacturer narrative:
The pump was opened and inspection found a diode and a ferrite burnt on the pcb. This could have been caused by a defective diode or a power surge. The pcb was replaced to resolve the issue.